Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg values were not provided. On multiple occasions an ambulance was called and customer was taken to the emergency room. Customer alleged that the cause for low bg levels was due to "normal diabetic bg behavior". Additional information was not provided. Recommendation was made to consult with healthcare provider regarding diabetes management.